Manufacturer narrative:
(B)(4).

Event description:
It was reported that this is the third time my transmitter is expiring 4 weeks shy of three months was reported occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of this is the third time my transmitter is expiring 4 weeks shy of three months is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.